Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Customer states that during a thoraco/wedge/segmental resection, the surgeon attempted firing but could not be fired at all and blue indicator was lighted. Prior-to-check was done and the jaws movement was ok. The event occurred during the procedure but the product was not used for patient. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The procedure was completed with another device. The surgical time was not extended.